Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 8 months. The pump was returned for evaluation assembled with the percutaneous lead cut approximately 2.5 inches from the pump housing, and the distal portion of the percutaneous lead was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the pump upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of concentric layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation, as well as the contact marks at the distal end of the rotor suggest that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not be conclusively determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase and hemolysis. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. In the process of rebuilding the pump, the rotor¿s bearing cup was inadvertently damaged and functional testing could not be performed. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on an unspecified date the patient presented to the clinic with elevated lactate dehydrogenase levels and hemolysis. On (B)(6) 2015, the patient's pump was exchanged. Additional information was requested; however, none was provided.